Event description:
It was reported that (1) al236 was used during an "evh" procedure. It was reported by the rep that one or two clips fired and then jammed. It is unknown how the case was completed. There was no consequence to pt.